Event description:
Customer's nurse reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level was 1000 mg/dl at the time of admission. Paramedics transported the customer to the hospital after responding to the customer vomiting. Nurse also reported that the insulin pump had recently lost power. It was also reported that the customer had become detached from the insulin pump and was not wearing it at the time that paramedics were called. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.